Event description:
It was reported that the customer was taken to the emergency room with a blood glucose of 358 mg/dl. The customer experienced vomiting, body aches, nausea and a high pulse. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. It was also stated that the insulin pump gave a button error alarm. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.